Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. On (B)(6) 2023, the following additional information was obtained: failure analysis was completed. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs the customer reported complaint of "blade exposure". Upon failure analysis, the instrument was found with no dislodged blade at the garage track. There was heavy bio debris found at the instrument tip. Instrument was placed on the system and passed self-check. A review of error logs showed 1 blade jammed error message (error 22025) occurring at the site on system sk3683 on (B)(6) 2022. The vessel sealer instrument functioned properly from the start but eventually the blade jammed. Root cause of instrument blades - dislodged is attribute to the user. Failure analysis found the primary failure of a dislodged blade to be related to the customer reported complaint. Common causes of the failure mode dislodged instrument blades are typically attributed to the user. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 09-nov-2022, the following additional information was received: there were no audible tones produced and the device did not seal completely. The target tissue was the mesorectum. There was no tissue tension or vessel calcification. The size of the tissue was not greater than 7 millimeters in diameter. The surgeon reported that the target tissue was recently exposed to radiation or chemotherapy. There was an estimated blood loss of 250 ml. A back up vessel sealer instrument was used. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Verification of the event details via system logs could not be performed because a full instrument lot sequence number was not provided by the customer. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vse instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vse instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vse instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument did not work very well and gave an alarm. Then, the system gave a fault regarding blade exposure. The procedure was completed with no patient injury or procedure delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task that was being performed at the time was: sealing. It did not perform the closure of tissue. It happened in the middle of the procedure. No further information was provided.